Manufacturer narrative:
Analysis wsa unable to prime during prime test due to faulty force sensor resistor (gold). Analysis was unable to verify motor error alarm due to prime anomaly. The motor passed motor test. The insulin pump was received with stripped battery cap coin slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.